Event description:
Patient was revised to address loosening. **update** (B)(6) 2011 - medical records were received. The revision operative report indicates that upon entering the joint space a large amount of rather grayish-yellowish fluid was encountered along with pseudocapsule which appeared to be consistent with premature metal wear.

Manufacturer narrative:
(B)(4). Litigation alleges patient had serious and severe injuries; permanent injuries to health, strength and activity; severe shock to nervous system; and pain after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.